Event description:
A healthcare facility in (B)(6) reported that a patient using an mr290 autofeed humidification chamber was having bleeding issues. They further reported that there was a kink in the water feedset tube and no water in the chamber. Upon adjusting the water feedset tube the healthcare facility reported that water flowed into the chamber and the patient's bleeding issue ceased.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. We have contacted the healthcare facility for further information, however they did not provide any further information. Without the return of the complaint device we were unable to determine the cause of the problem reported by the customer. Based on the information reported by the healthcare facility, it seems like the reported kinking may have been due to the set up of the humidification chamber as they have reported that upon adjusting the water feedset tube water flowed into the chamber and the reported bleeding ceased. All chambers are pressure tested before leaving the production facility. Any chamber that fails this test is rejected. The user instructions that accompany the mr290 autofeed humidification chamber state the following: "ensure there is a water supply connected to the chamber and that water is present within the chamber." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms".